Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following lasik the patient presented with red blood cells (rbc) in the corneal flap interface. The patient noted photophobia and ocular discomfort left eye. Additional information has been requested. There are multiple related reports for this facility. This report addresses the patient nt's left eye and other manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).